Event description:
It was reported that pump experienced malfunction that caused pump screen to go dark and not turn on, and although screen temporarily turned back on after being plugged into a working power source and reset, malfunction alert returned. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.